Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The everlink device is an abbott vascular manufactured device which is distributed in (B)(4). This device is not commercially available for sale in the u.s.; however, it is similar to a device currently marketed in the u.s.

Event description:
It was reported that the procedure was performed to treat coronary artery disease. A 3.5x28mm everlink stent delivery system was advanced; however, the stent was broken and the device was removed from the patient. Another same size unspecified device was used to complete the procedure. There were no reported adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.